Event description:
The customer reported that while running a hepatitis core assay, the sample handler, serial number 1908, misread a sample barcode label as "000fc79073." No error message was sgenerated. The barcode label in question is expected for investigation. No death or serious injury was associated with this event.